Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four months post implant the patient's implantable cardioverter defibrillator (ICD) system was re moved due to sepsis infection. The device system was explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.